Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during the loading sequence, insulin was observed to be leaking from the cartridge septum. Customer used another cartridge. Customer's blood glucose was 269 mg/dl.